Event description:
Thermachoice balloon was being used for an endometrial ablation. Manufacturer instructions indicate to fill the balloon with d5w, dextrose 5% water. Normal saline was placed into the balloon in error. The balloon did not operate properly because of this. A second balloon was obtained and it was filled with lactated ringers solution. Again, the instructions indicated that d5w is the only solution that is acceptable. A third balloon was obtained and filled with d5w. An error message of #5806 was received and the procedure had to be terminated. The surgeon felt this error message was due to the anatomy of the patient which resulted in a positioning of the balloon against the uterine wall. The machine will be taken out of service until it can be checked by a company representative.